Event description:
It was reported that pt underwent the initial surgery to implant the device in 2005. In six months later, the pt complained of pain, therefore, the surgeon added posteriolateral fusion with a silhouette lumbar system. Because of ongoing pain, in 2008, a different surgeon explanted the device and performed an anterior fusion with another device.

Manufacturer narrative:
Investigation in progress.